Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent malposition occurred. The target lesion was located in the severely calcified left anterior descending (lad) artery. Following pre-dilatation, a 4.00 x 20 synergy drug-eluting stent was implanted in the mid lad, followed by the implantation of a 4.00 x 28 synergy drug-eluting stent in the proximal lad. However, it was noted that the proximal lad stent was malposed and the two stents became stuck. During removal of the proximal lad stent, it got caught in the mid lad stent and both stents were removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.